Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic handpiece has no phacoemulsification power and reflux is not working in console. There was no procedure details and patient harm was not reported. Additional information has been requested. New information received indicating that during a cataract procedure the handpiece would not phaco or reflux, they tried to get it to work several times but it did not. Another handpiece used to complete the procedure. There was no patient harm occurred.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phaco handpiece (hp) was returned on this investigation for evaluation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The phaco handpiece was received for this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: 2022-53779